Event description:
It was reported that it was impossible to insert the support clip of the stimloc to the base. The device was not "fully implanted" as the issue occurred intraoperatively. The device was replaced and the patient's outcome was "good".

Manufacturer narrative:
(B)(4)